Manufacturer narrative:
Updated fields:  d4, d9, g1, g3, g6, h2, h3, h4, h6, h10. The microsensor was returned for evaluation. A DHR review was performed for the product 826850 for lot 3713461, and the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material, or connector. Icp express passed with reading of 492. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to design allows for operator misconnection or incorrect connection, incorrect pin allocation, connector is damaged after too many cycles of connection / disconnection (poor component choice), cable breaks after too many flex cycles (poor material choice), cable disconnects too easily (demating force is too low) or no locking mechanis, poor material control.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2020-00227. A facility reported that on (B)(6) 2020 the codman directlink was set up with the cerelink icp sensor. Initially in the theatre the reading was ok. Later the same day in the ICU the reading was around -14. The integra account manager talked through calibration over the phone. The reading was then minus 1. The sensor was kept insitu and the patient went back into the theatre on (B)(6) 2020 for another procedure and this was to include insertion of another cerelink icp sensor.